Manufacturer narrative:
Analysis was performed by remote service personnel who talked to the customer. The customer explained that the issue as found during preventive maintenance. The remote support engineer (rse) asked how the it was determined that the blood pressure (nbp) measurements were inaccurate. The customer confirmed he was testing the simulator. The rse emailed customer excerpt from intellivue patient monitor service guide with nbp performance test procedures. Explained to customer that nbp can only be calibrated using static measurement as described in intellivue patient monitor service guide. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the valve. The issue was resolved by providing the customer with the part number to replace the defective part. The customer confirmed he will order the part and is taking responsibility for servicing the device.

Event description:
It was reported the device gives wrong blood pressure measurements (nibp) and will not calibrate even after the customer replaced the nibp pump assembly. The device was not in clinical use. There was no report of patient or user harm.